Event description:
Same as MFR# 6000093-2004-00551. It was reported that one day after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the physician predilated the right coronary artery (rca) lesion with a 3.0 mm x 20 mm cross sail balloon. The physician then successfully deployed 2 taxus express2 8.8% 3.5 mm x 32 mm stents in an overlapping fashion in the rca with "very acceptable results." The pt was scheduled to have further intervention performed on the left anterior descending (lad) at a later date. The following day, the pt returned with chest pain. Repeat angiography revealed a clot on the proximal edge of the proximal taxus stent. The rca was very difficult to engage with the guide catheter to perform the angiography, so the physician made the decision to send the pt to surgery to bypass the lad (that was planned to be intervened on) and to remove the clot. This was completed in surgery by using a "fogherty" device. The pt is in good condition.